Event description:
It was reported that during a usb (universal serial bus) software installation, the programmer was unplugged, and since then, when booting, an error message appears. The service disk was tried, with no success. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed electromagnetic-field immunity testing due to the cable being out of electrical specification. It was also noted that the head label was missing the backing. Concomitant medical products: product ID: 2090w, programmer; product ID: 229047, pacing system analyzer. (B)(4).